Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker grade IV.

Event description:
Patient reported left side "capsular contracture baker grade IV" and ¿the breasts were asymmetrical, hardened and painful on palpation¿ and ¿collagen fibrosis," "anxiety," "skin rashes," "swelling in breasts," ¿episodes of depression," ¿synovial metaplasia with foreign body-type giant cell reaction¿ and ¿acute pain in the breast and left armpit." Patient additionally reported "hair loss", "lack of concentration¿, "shortness of breath", and "vertigo¿, ¿fatigue", "pain in the joints¿ and ¿lower limbs", and ¿tingling of the hands and feet," all not related to the device. The device has been explanted.